Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2017-08192. It was reported the patient experienced ineffective stimulation in the occipital target area. X-rays revealed leads had migrated. Reprogramming attempts were unsuccessful. The patient also reported pain and stinging at the midline. As a result, the patient underwent lead revision on (B)(6) 2017. It is unknown if any leads were replaced during this revision. A request for additional information has been sent.

Event description:
Device 1 of 2, reference MFR. Report: 1627487-2017-08192. Follow up information identified the leads were repositioned during the revision on (B)(6) 2017. No product was explanted. Postoperatively, effective therapy was restored.